Event description:
Explantation af a cmc spacer 2 days after implantation due to typical signs of infection.

Manufacturer narrative:
Lot unknown, no device available for evaluation. Therefore, the investigation is based on feedback via the distributor only.